Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot # ak9898. Confirm the total qty involved for the reported single patient event ? Confirmed why is a total of (B)(4) qty being reported? Because hospital sends them all back it is stated "vicryl loop snapped behind the intestines, potentially damaging" what does this mean? There could be a risk. Was there any damage to the patient body internally? No. Any patient consequences/ ae outcome as a result of the event report? No. Was the procedure completed successfully? Yes.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2019 and suture was used. During the procedure, the suture loop snapped behind the intestines, which could have been potentially damaging. There was no damage to the patient¿s body internally and no adverse patient consequences. The procedure was completed successfully. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported suture breakage suture. Sixteen unopened samples of product code ej10c, lot ak9898 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, the loops and knots were observed positioned correctly and conforming according to the visual standard. Functional test was performed to the suture and the knot is closed until the end; also, the functional test by tensile strength was performed and the result force was above the minimum requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.